Event description:
It was reported that during a device change out due to eri, high pacing lead impedance and high pacing threshold were observed. Lead was capped and replaced. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.